Event description:
It was reported that prior to the start, post anesthesia (ports placed) of a da vinci-assisted malignant hysterectomy surgical procedure, the 30-degree endoscope plus image was switching to a mirrored image, and a message indicating "left hand deactivated" was received. The customer rebooted the system and reseated the endoscope. Following this troubleshooting steps, the issue was resolved. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by system reboot and reseating the 30-degree endoscope plus. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.